Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported mechanical issue of inability to establish final arm angle (faa) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis was unable to replicate the inability to establish faa and identified no issues with the device. The investigation was unable to determine a conclusive cause for the mechanical issue of inability to establish faa. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. During device preparation, functional inspection, the establish final arm angle testing was performed and the clip opened with the lock lever was in the locked position. The device was returned to neutral and the clip was unlocked. The device was opened to 120 degrees and the clip was locked. The clip arm angle was closed to 20 degrees and the arm positioner was turned to the open direction. The clip opened again to 120 degrees. It was then decided to use a second device. The procedure was completed with implantation of two clips, reducing the mr from grade 4 to grade 1-2. No additional information was provided.